Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred on 24 mar 2021 in which leads were repositioned to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-01184. It was reported that the patient is experiencing ineffective therapy due to low impedance. Reprogramming did not resolve the issue. As a result, surgical intervention is pending to address the issue.